Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site due to the ipg moved in the pocket. Reportedly, the patient had a fall in (B)(6) 2023 as such, surgical intervention took place on (B)(6) 2023 wherein the ipg was repositioned in a new pocket to address the issue.